Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated when the bending section of subject device was angulated. Sorc surmised that the reported phenomenon might be due to the ccd unit failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the inspection before the use, it was found that sometimes the endoscopic image was disappeared. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. In the evaluation, omsc also found that the evidence that the things unwiped had been left on the electrical contact part of the video connector. Also as a result of disassembling the image sensor unit of the subject device, there was no damage and abnormality on the image sensor cable and exterior of the printed-circuit board. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the evaluation, there was the possibility that this phenomenon was attributed to the failure of the printed-circuit board in the video connector. There was the possibility that the failure of the printed-circuit board was attributed to the followings. The temporary short circuit occurred due to the connecting to the video system center with condition that water and so on attached on the electrical contacts of the video connector. The over current was flowed due to the inserting and removing the video connector while the video system center turned on. The static electricity was applied to the electrical contacts of the video connector.